Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-17393. It was reported that during an elective ipg replacement procedure on (B)(4) 2021, it was noted that both leads had high impedances. As a result, both leads were explanted and a new lead was implanted to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with overstress condition the lead may have being subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.